Event description:
A report was received that the patient had an infection along the lead sites. Symptoms include fever, redness, and swelling. The physician believed that the infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model#: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model#: sc-4316, lot #: 16570710 / 16533640, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.